Event description:
There was no pt involved in this event. The device malfunctioned because after trying to upgrade the device software an error message was received and the confirmation certificate failed to print.

Manufacturer narrative:
On receipt of the device, the software version installed was found to be the current version 3.2.0. The heartsine universal upgrader tool, (B)(4) was downloaded from the website and an attempt was made to upgrade the device again. The sequence showed that the device successfully downloaded the software, but when it started to shut down, it froze and produced an error message. The device can not be upgraded using the heartsine universal upgrader tool (B)(4) but can be successfully upgraded using the heartsine production epad programmer tool (B)(4). The reported problem did not affect the functionality of the device. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.